Event description:
It was reported that non-sustained rv oversensing episodes were observed on a device interrogation report due to possible myopotential oversensing. The device was reprogrammed. No further information is available.